Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed the needle hub had become broken and separated. A portion of the needle hub was still molded to the cannula. The needle cannula total length measured 74mm which is within the specification limits of 73mm-74mm per the cannula graphic. The cannula outer diameter measured 1.272mm which is within the specification limits of 1.260mm-1.280mm per the cannula graphic. The cannula inner diameter at the distal and proximal ends measured 1.041mm which is within the specification limits of 1.040mm-1.090mm per the cannula graphic. Functional inspection could not be performed due to the severity of the damage on the returned introducer needle hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the hub conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The reported complaint of a defective introducer needle hub was confirmed by complaint investigation. The hub of the returned introducer needle was cracked and separated. Despite this, the needle cannula was still molded to a portion of the hub. The needle met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the jugularis was punctured and the plastic hub broke when the syringe was placed on it to aspirate." No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jugularis was punctured and the plastic hub broke when the syringe was placed on it to aspirate." No patient harm reported.